Event description:
We have received a product report involving a (B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: on 2025-feb-04, (B)(4) (rep, healthcare professional, for): (B)(6) received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the reference could not be recognized using the radiography system / third party imaging system, and imaging was not possible. It could be used the first time. The reflection marker of the tracker was removed and they attempted to use only the reference, but the reference was not recognized. After the surgery, the radiography system link was established normally. This issue caused less than 1 hour surgical delay. There was no reported impact on patient outcome. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).